Event description:
It was reported that the patient presented for in clinic follow up. Upon interrogation it was noted that the pacemaker exhibited far-r oversensing on the atrial channel. No intervention was performed. The patient was in stable condition.